Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable prea prealbumin result for one patient sample. The initial result was 37.6 mg/dl and the repeat result was 17.0 mg/dl which was believed to be correct. The erroneous result was not reported outside of the laboratory. The patient was not adversely affected. The reagent lot number was 24913401 with an expiration date of 31-mar-2019. The field service representative could not find a cause. He replaced valves, the heat cut filter, lamp, and cuvettes. He ran precision testing which was acceptable. The customer successfully ran calibration and qc which all results within established ranges.

Manufacturer narrative:
A specific root cause could not be identified. The customer confirmed they had no further issues after the service visit.